Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore, a total of 29 retained samples were sent for functional tests. During testing, five of these samples exhibited stopper creepout. All process and final inspections were found to comply with specification requirements. No definitive root cause from the manufacturing process has been identified as a contributor to the reported defect of stopper creepout. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout based on retention sample testing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes exhibited stopper creepout. No adverse impact was reported regarding the patient or user.